Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the image was not displayed due to a communication failure caused by a cable failure. However, a definitive root cause could not be established. A device history review record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance of this device.

Event description:
It was reported the camera head had a black image. The issue occurred during preparation/prior to sedation for a diagnostic cystoscopy procedure that was completed using a similar device. There were no reports of patient harm.